Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a maintenance code 3 message followed by a gas loss message. The unit stopped pumping. Therapy was discontinued. The pt expired 1-2 days later.